Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted in resetting the pump, and the malfunction code did not recur afterward. Technical support advised the caller to continue using the pump and to contact them again if the issue reappears, which the caller understood and acknowledged.